Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an initial implant of a left ventricular lead. During the procedure, the left ventricular lead could not be implanted due to an unspecified reason. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.